Manufacturer narrative:
Visual inspection confirmed the reported complaint. A full dimensional analysis of the device could not be performed as the product returned was incomplete. Due to the returned condition of the device the root cause of the failure mode cannot be attributed to a manufacturing related defect. A review of the device history records was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution in 2009. With reusable devices, no determination regarding the number of procedural utilizations can be inferred. As such, a definitive root cause for the reported event could not be determined but is most likely due to wear and tear over time and/or excessive force being applied to the device during use.

Event description:
It was reported that the device broke during a shoulder arthroscopy. The broken piece was removed from the surgical site and the procedure was successfully completed using another device. No patient injury or other complications were reported.